Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient removed the ilet for several hours during and after a dance class, resulting in hyperglycemia above 400 mg/dl, followed by overnight corrections and a subsequent low that the patient overtreated before again removing the device for several hours, leading to another hyperglycemic reading described as ¿high.¿ symptoms included hyperglycemia and a subsequent hypoglycemic episode. Outcomes included no hospitalization, no third-party medical assistance, and no adverse events. Investigation included case review, user interview, and troubleshooting with education on ketone management, manual injection guidance, and instructions for temporary transition to multiple daily injections if not wearing the device. Investigation of this case revealed user-related interruption of insulin delivery due to extended device disconnection and overtreatment of hypoglycemia, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy and use error related to prolonged disconnection and treatment decisions.